Manufacturer narrative:
Additional information was received on 16-aug-2024. The physician had the anesthesia and defibrillator to monitor the patient¿s heart rhythm. The body surface (bs) was lost. Believes the signal loss was observed on both the carto 3 and the recording system. Therefore, added under d10. Concomitant medical products and therapy dates ¿unk recording system¿. During an internal review on 05-sep-2024, noted a correction to the d4. Primary UDI number field under the 3500a initial. Processed to (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia procedure with a vizigo sheath for which biosense webster¿s product analysis lab (pal) identified a hole in the tip. A current leakage error 7 appeared on the carto 3 system and the ECG signals were lost when the vizigo sheath was connected to the patient interface unit (piu). The connections were unplugged from the piu and the issue was resolved. When the vizigo sheath was connected to the deca port, the error reoccurred. The cable was replaced with no resolution. When the vizigo sheath was replaced, the issue was resolved. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2024 observed a hole in the tip and damage to the insulation of the electrical wire. The event was originally considered non-reportable, however, bwi became aware of a hole in the tip on (B)(6) 2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details: the device was returned to biosense webster for evaluation. A visual inspection, and electrical test of the returned device was performed in accordance with bwi procedures. The visual analysis revealed a hole in the tip and damage to the insulation of the electrical wire. An electrical test was performed, and error 7 was observed on the carto 3 screen. These conditions could be related to the handling or manipulation of the device; however, this cannot be conclusively determined. The combination of these damages were the cause of the current leakage. The current leakage issue reported by the customer was confirmed. According to the carto 3 instructions for use (IFU): ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. A device history record review was performed for the finished device number, and no internal actions related to the complaint were found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿current leakage error 7¿ and the ¿ECG signals were lost¿ issues. In addition, the biosense webster inc. Analysis finding of ¿a hole in the tip¿. -investigation findings: insulation problem identified (c0204) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿current leakage error 7¿ and the ¿ECG signals were lost¿ issues. In addition, biosense webster inc. Analysis finding of the ¿damage to the insulation of the electrical wire¿. Manufacturer¿s reference number: (B)(4).